Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from support staff, confirmed that malfunction did not recur, and was advised to continue using pump and to call back if issue returned.